Event description:
During a clinical literature review an intra-operative spinous process fracture was reported in a publication. No other information was available.

Manufacturer narrative:
Report source. The one year clinical results of x-stop at a single centre. Orthopedic surgery, radiology, hospital, routine literature search.